Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope exhibited cannot use 3d mode. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.